Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. It was reported that the patient was swimming in the pool and within 5 to 10 minutes there was no display on the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/25/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/17/2013 with the following findings:the pump history showed multiple call service alarms consistent with sleep alarms, which could cause the display screen to be blank. During testing, the pump was powered on and the display was fully functional. Moisture was visible in the display. A leak test was performed and failed due to a cracked pump case. The pump case was opened and corrosion was found on several internal components, including the display flex.